Event description:
A customer reported a cartridge alarm 20 with their insulin pump. Despite the issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for a replacement pump with updated software to be sent to the customer. The customer was instructed on how to complete necessary training, handle the replacement and storage process, and return the problematic pump within 10 days.